Event description:
In 2008, the pt was treated for an abdominal aortic aneurysm with gore excluder aaa endoprosthesis. During a f/u visit on an unk date, images revealed that the contralateral leg component was occluded. At approx 2 months prior, the contralateral leg component was explanted and discarded at the facility and a femoral femoral bypass was performed. The pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs. Attempt(s) to acquire info required for this form were made by gore. Blank required fields indicate that the info was not provided, was deemed unavailable, or was not applicable.